Event description:
Country of complaint: (B)(6). Air hose burst during use, surgeon experiencing difficulty hearing.

Manufacturer narrative:
Manufacturing site evaluation: received one air hose ga513r (s/n (B)(4), manufactured in 2011) and one foot pedal ga521 (s/n (B)(4), manufactured in 2001) for investigation. The reported failure by the customer is that the air hose ga513r burst. There is no repair recorded for the products received. In addition to that, none of the received products has a repair mark. The air hose ga513r has a damaged tube part (outer, black exhaust air tube) approx 60 centimeters behind the connector for the motor. A full functional testing could not be performed, as the exhaust air tube is broken. However, the inlet air tube (inside) is without failure which could be confirmed during testing. The visual inspection of the black outer tube (for exhaust air) showed a mechanical influence at the area (looks like a pressure mark) and a few little pits (probably caused by wear and tear). The investigation did not show an absolutely clear hint for a mechanical influence (such as a kink in the outer tube) that could have caused a blocking in the exhaust air channel, resulting in a burst of the air hose. Another possible influence factor could be the second air hose which is used together with the entire system, this component was not available for evaluation. According to the IFU (B)(4), point 6 "maintenance", maintenance of the product is recommended at least once a year to ensure proper function.